Event description:
It was reported by the customer that pyxis medstation es system pocket was showing duplicate in the cubie list. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. A technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.